Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of needle failing to retract. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Following a detailed device analysis, the condition of the returned unit was found to be consistent with the complaint incident that needle could not be retracted at the distal end and that the sheath was kinked. The outer wall of the sheath over the needle area was found to be stretched and kinked. The drive was kinked on distal end. The needle assembly could not easily be extended, as the hub had become stuck on the needle. The hub slid back and forth inside the sheath, as the needle was extended and retracted, causing the hub to drag on the inner wall of the sheath. The device was disassembled and heavy residue was found between the needle and hub. The hub inner diameter and the needle outer diameter were measured and found to be within specification. The sheath exhibited evidence of proper assembly and original hub location. The residue most likely caused interference between the needle and hub. When an attempt was made to retract the needle, the hub moved with the needle. The most likely root cause of the failure is operation context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a transbronchial needle aspiration (tbna) procedure performed in the carina right upper lobe. According to the complainant, the catheter passed the lesion, and began normal introduction of the needle and subsequent suction. When the assistant tried to withdraw needle into the catheter to end suction by using the blue knob, the needle did not move. The physician managed to withdraw the device. They noticed afterwards that the working length was kinked. The procedure was not completed, due to this event. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "stable."

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a transbronchial needle aspiration (tbna) procedure performed in the carina right upper lobe. According to the complainant, the catheter passed the lesion, and began normal introduction of the needle and subsequent suction. When the assistant tried to withdraw needle into the catheter to end suction by using the blue knob, the needle did not move. The physician managed to withdraw the device. They noticed afterwards that the working length was kinked. The procedure was not completed, due to this event. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.